Event description:
Pli-10: it was reported that, during a robotic laparoscopic hysterectomy procedure, the monopolar curved shears (mcs) broke. The original mcs was replaced with another mcs in order to continue the surgery. There was no patient injury. Pli-20: it was reported that, during a robotic laparoscopic hysterectomy procedure, the bipolar fenestrated grasper (bfg) was in use when the cable was observed to be loose, and the jaw movement was not happening as intended. The original bfg was replaced with a new one to complete the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the monopolar curved shears broke. The monopolar curved shears was replaced with another one in order to continue the surgery. There was no patient injury.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for the incident as it was discarded by the customer. Three images were received. Two of the images depicted a monopolar curved shears that damaged. The tungsten cable near the jaw section can be seen as broken and frayed and escaping out. The jaw section also inclined towards one side. One image showed the adaptor end of a monopolar curved shears with the reference identification and serial number that matched what was reported. Evaluation of the logs did not show any issues regarding the monopolar curved shears breaking. However, the logs are not able to capture hardware issue. The monopolar curved shears had a total use time of ninety-nine minutes with a use count of one. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.